Event description:
It was reported that the cable was not in good shape on the mobile power unit (mpu). The cable needed to be replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Correction: PMA number added. Manufacturer¿s investigation conclusion: the reported event of a damaged patient cable on the mobile power unit (mpu) was confirmed. During the evaluation of the returned mpu, serial (B)(6), it was noted that the unit had a loose patient cable rubber encasing around both connectors. The system powered up as intended and passed all tests. The patient cable was replaced, and preventative maintenance was performed. The unit was returned to the customer. The exchanged patient cable was forwarded to product performance engineering; the patient cable was connected to a test mpu and was able to support a mock circulatory loop for an extended duration without issues or alarms. The reported loose patient cable encasing was confirmed. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.